Event description:
Customer reported that their insulin was not working after several battery changes. Customer stated that the blank display does not come up. Customer's current blood glucose reading is 154 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube loose connector. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.